Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the accident and emergency department of (B)(6) hospital with diabetic ketoacidosis on (B)(6) 2026. The patient¿s blood glucose levels rose to 29 mmol/l (522 mg/dl) while wearing the pod for approximately 14 hours. It was also reported that the patient¿s ketones measured 3.8 when measured with a finger prick at home which then rose to 4.2 when measured at the hospital. Reported symptoms include stomach cramps, dehydration and nausea. The patient also reported redness and bleeding at the infusion site (abdomen) when removing the pod. The patient was treated with intravenous fluids and successfully activated a new pod whilst at the hospital. The patient was released after 8.5 hours, on the same day.